Manufacturer narrative:
(B)(4). Concomitant medical products: 139258 m2a-magnum 42-50m tpr 068760, 157450 m2a-magnum mod hd sz 5 764740, us157856 m2a-magnum pf cup 56od 150490, x180313 bi-metric/x por nc 13x 752880. The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a left hip revision due to elevated metal ion levels. During the procedure, fluid was encountered upon the capsulotomy and grayish discoloration to part of the capsule and soft tissue around the hip implant was noted. The head was removed. An active articulation bearing and ceramic head were implanted. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.